Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image found the retrograde bit has been partially deployed, and the actuator is bent out of the drill bit window. A visual inspection of the returned device found that it is not in its original packaging. Two devices were returned in the box. Device one is worn from use, and the actuator is bent out of the drill bit window. The actuator is also disconnected from the gray slider. The retrograde bit is not sitting correctly in the drill bit window. There is debris on the device. The markings on this device confirm that it is the 8.5mm drill. Device two is worn from use, and the actuator is bent out of the drill bit window. The actuator is also disconnected from the gray slider. The retrograde bit is not sitting correctly in the drill bit window. There is debris on the device. The markings on this device confirm this device as an 8mm drill. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force during use, failure to retract the guidewire far enough back before attempting to deploy the blade, using the reverse function while drilling, attempting to deploy the blade while still inside the bone tunnel, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image found the retrograde bit has been partially deployed, and the actuator is bent out of the drill bit window. A visual inspection of the returned device found that it is not in its original packaging. Two devices were returned in the box. Device one is worn from use, and the actuator is bent out of the drill bit window. The actuator is also disconnected from the gray slider. The retrograde bit is not sitting correctly in the drill bit window. There is debris on the device. The markings on this device confirm that it is the 8.5mm drill. Device two is worn from use, and the actuator is bent out of the drill bit window. The actuator is also disconnected from the gray slider. The retrograde bit is not sitting correctly in the drill bit window. There is debris on the device. The markings on this device confirm this device as an 8mm drill. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force during use, failure to retract the guidewire far enough back before attempting to deploy the blade, using the reverse function while drilling, attempting to deploy the blade while still inside the bone tunnel, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl procedure, while trying to ream through tibial bone, the retrograde drill mechanism that retracts and opens the retrograde blade broke upon resistance from the hard tibial bone. This occurred with two drills. The procedure was successfully completed with non-significant delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
Correction in b5. Quantity of affected devices was two.

Event description:
It was reported that during and acl procedure, internal to patient, while trying to ream through tibial bone the retrograde drill mechanism that retracts and opens the retrograde blade broke upon resistance from the hard tibial bone. The procedure was successfully completed with non-significant delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
(B)(4).